Event description:
Revision surgery - this pt has had multiple revisions and was previously revised to a 44+8 glenosphere that disassociated. The 44+8 was re-implanted and was tested to ensure it was secure. A new retaining screw was used and a 44 shell insert with a +8 shell was used.